Event description:
During an arthroscopic rotator cuff repair procedure, the physician was reportedly utilizing a smartstitch perfectpasser connector to place the suture. As the connector was withdrawn from the pt portal, the top jaw reportedly detached inside the joint space. The physician indicated the jaw caught on the underside of the acromion upon removal. The physician spent approx one hour attempting to locate the top jaw with the surgical site. Ultimately, an x-ray was performed to locate the detached piece. The fragment was then retrieved arthroscopically, the procedure was completed using another smartstitch perfectpasser connector. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: a review of the device history records found no no-conformances or deviations associated with this device lot.